Event description:
It was reported that the lead was repositioned from implant. It was noted that the lead impedance was high at implant, and is currently higher. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.